Event description:
It was reported that a remote transmission noted high defibrillatory impedance on the right ventricular (rv) lead. Programming changes were made. The patient was being monitored with regular follow ups in clinic. The patient was stable.